Event description:
It was reported that the device overheated during a case at the user facility. The procedure was completed successfully using back-up equipment, no medical intervention or adverse consequences were reported. Additional information has been requested from the user facility.

Manufacturer narrative:
D9,h3 the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not returned.

Event description:
It was reported that the device overheated during a case at the user facility. The procedure was completed successfully using back-up equipment, no medical intervention or adverse consequences were reported. No further information was provided by the user facility.